Manufacturer narrative:
An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated estradiol results on three patients. The physician stated the elevated results did not match clinical symptoms. The results provided were: pt#1 architect = 32044pmol/l (follicular phase 77.1-921.2) / roche = 412.4 (follicular phase 45.5-854.0); pt#2 arch = 47348 (mid menstruation 139.5-2381.8) / roche =233 (ovulation phase 151.0-1461.0); pt#3 arch = 95560 (luteal phase 77.1 -1145.00) / roche = 366.8 (luteal phase 81.9-1251.0). All 3 females of child bearing age had been administered mifepristone within the past 2 weeks. There was no reported impact to patient management.